Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an x-ray charger failed error message and failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.